Manufacturer narrative:
Updated field -d9, g3, g6, h2, h3, h6, h11. The 00mlx mlx 300w xenon lightsource was not returned for evaluation, and lot number information has not been provided; therefore, the device history record (DHR) could not be reviewed. Failure analysis: could not be completed due to a lack of information received to perform a complete investigation, and the customer declined repair for the 00mlx lightsource. The fuse can be replaced following the information for use (IFU). The international electrotechnical commission (iec) 60601-certified fuses prevent the risk of harm. The root cause(s): the definite root cause cannot be identified as the device was not returned. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource producing a burning smell is blown fuses caused by routine use and wear. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that when they turned on the mlx 300w xenon lightsource (00mlx), they immediately smelled something hot/burning. Staff placed a work order. The facility's biomedical engineer removed the cover to look for an issue. The biomed did not see anything that stood out. The fuses were checked and were blown. The fuses were replaced, and it blew as well. The device was not in contact with a patient. No injury, death or surgical delay was reported. ,

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.